Manufacturer narrative:
Regulatory report 3004209178-2017-08166 indicated that the aware date was 2017.05.03. This should have been entered as 2017.05.04. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated nothing that they were aware of led to the lead moving, tingling in their legs, and the numbness. They were reprogrammed several times, and then they shut the device off. A couple of days with turning the device on, the tingling would start again. They were unable to resolve the issue, so the device was turned off. Information omitted about 1st lead break as it is covered in (B)(4) information omitted about 2nd lead insulation rubbing off as it is covered in (B)(4) information omitted about unknown error code as it is covered in (B)(4).

Manufacturer narrative:
Other applicable components are: product ID 3889-41 lot# v880980 implanted: (B)(6) 2012 product type lead product ID 3037 serial# (B)(4) implanted: (B)(6) 2007 product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
While stimulation is turned on, the following occurs: patient states that she is unable to achieve orgasm. Caller states that one of the programs that she has access to, if she leaves it on for a couple of weeks it causes her leg to tingle, she will then turn the ins off overnight and this sensation will dissipate. Caller states that she has tried turning it down, but gets better therapeutic results with it turned to a higher amplitude. Additional information from a healthcare professional (hcp) report the cause of event unknown. Patient has never mentioned to them. They had no explanation. A patient reported the implant was turned off due to it irritating her legs. The patient stated it caused numbness down the leg, and she was assuming the lead moved. The patient noted that had occurred in the past, but was able to resolve at that at the time through reprogramming. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that their ins had been dead for several years and that the last lead they put in was not effective. No patient symptoms were reported. No further complications were reported or anticipated.